Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. (B)(4).

Event description:
It was reported that the patient developed a pocket infection. The system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a transesophageal echocardiogram (tee) showed evidence of an endocardial vegetation attached to the ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.